Event description:
The facility reports during a transfer, the jib had to be turned. During the turn, the jib got out of balance. The pt's wrist was caught between the jib and the mast. The pt suffered injury to the wrist ligaments.